Event description:
It was reported that the patient had a loss of therapeutic effect. The patient stated that their implantable neurostimulator (ins) did not seem to be working. The patient turned it up a notch and was not getting symptom relief. The patient used the programmer the week prior to report and it was showing low battery but the patient wasn¿t sure if it was the programmer or the ins battery. No interventions or outcome were reported related to this event. Additional follow up is being conducted to obtain this information. If additional information becomes available, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0kfpa, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had a loss of therapy. The patient reportedly felt therapy was working until 2-3 months post implant when her symptoms gradually returned. The patient did not feel stimulation and the device was confirmed to be on. The patient was on program 1 at the time of this report and increased from 1.1 to 1.6 but was not feeling stimulation yet. The patient saw the low battery icon on the programmer and had to go get new batteries for the device.

Manufacturer narrative:
(B)(4).